Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, serial# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient had to turn off the device because it was causing them pain. It was also reported that after driving, when they got home, they noticed blood on their underwear; it went through the bandage and the tape. On (B)(6) 2017, the patient stated that they felt their leads may have moved when they got into their car. It was also noted that their controller was saying ¿settings not available, call clinician¿ now. Troubleshooting attempted to change their therapy side, but the same error message was encountered. It was recommended that they turn stimulation off for the night, as they were scheduled for their lead removal the following day. No further patient complications are anticipated or expected as a result of this event.